Event description:
It was reported that the customer inadvertently dropped the pump causing the touchscreen to crack and become unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.